Event description:
It was reported that after implanting a 2.75 x 28 mm xience prime, it was noted that the expiration on the packaging was (B)(6) 2012. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): use after expiration. It is indicated that the device is not returning, therefore a failure analysis of the complaint device could not be performed. However, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. It should be noted that the xience prime instructions for use states: do not use after the use by date. Based on the information reviewed, there is no indication of a product deficiency.